Event description:
The complaint is reported as: "after asepsis and antisepsis of the region, sterile fields are placed and infiltrated with 1% lidocaine, puncture is performed, achieving venous return at the first attempt, metal guide, dilator and catheter are introduced. When the guide is removed it becomes stuck a little. When verifying the permeability with the syringe, a little resistance is felt so the other lumen are verified without complications, later when the lumen are rinsed and leave them heparinized, it is identified that when the solution passes through the distal lumen (coffee) there is a leak in the upper part of the catheter, so it is proceeded to be removed and the procedure is repeated, installing a new catheter without eventualities."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after asepsis and antisepsis of the region, sterile fields are placed and infiltrated with 1% lidocaine, puncture is performed, achieving venous return at the first attempt, metal guide, dilator and catheter are introduced. When the guide is removed it becomes stuck a little. When verifying the permeability with the syringe, a little resistance is felt so the other lumen are verified without complications, later when the lumen are rinsed and leave them heparinized, it is identified that when the solution passes through the distal lumen (coffee) there is a leak in the upper part of the catheter, so it is proceeded to be removed and the procedure is repeated, installing a new catheter without eventualities."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and one relevant finding was identified. A non-conformance was initiated for 13c20b1075 in regard to guide wire does not pass freely. This finding is likely not related to the failure of a catheter leaking. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.